Manufacturer narrative:
(B)(4). Evaluation summary: factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, pt anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the evaluation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The pt anatomy was mildly tortuous and stenosed, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or pt anatomy, such that the balloon ruptured upon the first inflation at 12 atm which is below the rated burst pressure (rbp) of 18 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of the right coronary artery which was 90% stenosed, mildly tortuous, a 5.0 x 12 mm nc voyager was used for post-dilatation, but during the first inflation at 12 atmospheres (atm) the balloon ruptured. There was no reported pt effect. No additional info was provided.